Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow button was intermittently unresponsive and required multiple presses to elicit a response. The reporter stated that this started three to four weeks ago. The reporter confirmed that there was no known trauma to the pump and the keypad was intact. There was no moisture exposure to the pump. The patient reportedly wore the pump with waist-it and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/20/2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had intermittent response and required several presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.